Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous left anterior descending (lad) coronary artery. Pre-dilatation was performed and during advancement of the 3.5x48 mm xience xpedition stent delivery system (sds) there was resistance with the anatomy and the stent struts fractured but remained in one piece. The sds was simply withdrawn. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another xience xpedition stent was used to complete the procedure. No additional information was provided.

Event description:
Returned device analysis identified the hypotube was separated. Follow up with the account was performed and the account was not aware of the separation.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break could not be confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. Additionally, the reported break was unable to be confirmed by return analysis; however, follow-up with the account confirmed the correct device was returned. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.